Manufacturer narrative:
H2, additional information: a2 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess.) It was reported that there was an inaccuracy of 1.7mm while registering when using a non-invasive patient tracker (nipt.) When the manufacturer representative (rep) was asked what the following statement meant, clarification was received, "during registration, the points were not drawn on the nose, but they were "sidly" to everywhere they drew." The collected points were shown on one side of the nose even though the points that were collected were on the bridge of the nose. The points collected on the other side weren't shown at all on the 3d model. It was suspected they were drew on the inside of the nose. After much testing and trials, the accuracy was at 1.7mm overall and about 1mm in the sinus where they wanted to perform surgery. In surgery they could prove the accuracy with an endoscope, and the accuracy was about 1cm. The accuracy overall was calculated from the system to 1.7mm registration accuracy after the registration. In some points this nearly matched, but in other points this was not correct at all. They were safe at the skull base and had navigation where they would be about 1cm lower than they were in reality. The same issue was experienced on several points in the surgery in the maxillary sinus and turbinates. The surgeon decided to change to a non-medtronic third party navigation system, and there were no problems with accuracy. After three times of this problem in the operating room (or), they troubleshot the issue and there was no problem found in the or regarding the table and breathing tubes. Another surgery was attempted, and it went well without a registration or accuracy problem. It was suspected there was a problem with the three nipts. The reported issue occurred intraoperatively, and while the system was not working well the use of the navigation system was aborted. There was a surgical delay of about thirty minutes to re-register and to find a better position of the side emitter. Additionally, another thirty minutes to exchange the navigation system and setup the surgery equipment again. There was no reported impact on patient outcome.